Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their sensor displaying inaccurate readings between the sensor and blood glucose levels. The customer's blood glucose was 122 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. The customer stated that their insulin pump is alerting them false predictive low blood glucose levels in the middle of the night. The customer did not troubleshoot and did not send the product back for analysis.